Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal did not deploy completely. Additional information was received on june 22, 2018. The procedure that was being performed was a pci which the collagen did not deploy. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There was an issues with deployment, as the collagen plug did not deploy. Manual compression was performed to achieve hemostasis. The patient experienced some pain. The procedure outcome was successful, and there were no other equipment or devices used with the angioseal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.